Event description:
Burn blister on her belly, "exactly under the warming point" [burns second degree]. Case description: this is a spontaneous report from a (B)(6) sponsored program brand websites for (B)(6) from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual), from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced a burn blister on her belly, "exactly under the warming point" after the usage of thermacare menstrual on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment / case comment: based on the information provided, the event of burn blister on her belly as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.